Manufacturer narrative:
The device was returned to mmd for investigation. A DHR review was completed and did not show the currently reported issue. When the device was returned to mmd for investigation, the pcb board had a damaged component, causing the pump to be unable to audibly alarm. The pump will be serviced to correct the issue.

Event description:
The initial reporter stated that the pump did not alarm as expected. They stated it failed to audibly alarm at all. At the time of the complaint the initial reporter advised that no patient had been involved and that the complaint had occurred during testing. [(B)(4)].